Event description:
It was reported that after deployment of an endovascular stent graft, the distal inner catheter detached while the delivery system was being withdrawn into the introducer sheath. The detached catheter segment was removed together with the guide wire. No report of injury to the pt.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.